Event description:
Information received indicated the right head siderail would not latch.

Manufacturer narrative:
The tech found that rust and corrosion was causing the issue. He cleaned and lubricated the latch mechanism to resolve the issue.